Event description:
It was reported that a flogard infusion experienced an occlusion alarm. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During a review of the alarm log the occlusion alarm was identified. The downstream occlusion sensor was found to be out of calibration. The downstream occlusion sensor was recalibrated to fix the reported malfunction. The pump was visually inspected, passed all testing and was returned to the customer in working order.